Manufacturer narrative:
Visual inspection was not performed as the lens was returned to the manufacturer because it was discarded. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports (ncrs), deviations, or discrepancies were issued during the manufacturing process of the production order this lens belonged to. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, historical complaint review, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as an intraocular lens, model z9002, was being implanted into the eye of an (B)(6) year old male patient, he sneezed three times. His capsule and zonules broke. The surgeon was able to remove the lens without an incision enlargement or a vitrectomy. The patient was sent to see a specialist who indicated there may be some surgery to remove a blood clot. The patient is doing fine. The surgeon is waiting for 2 -3 weeks before seeing the patient again and putting in another lens. The patient remains aphakic at this time. No further information was provided.